Event description:
The report stated that during a radio frequency ablation procedure, water started leaking at the handle of the needle electrode, proximal to the insulated portion. Product water flow was not tested prior to use. No pt injury was reported.

Manufacturer narrative:
Note: ct1510 is a kit whose expiration date is limited to 3 years based on the pt return electrode in the kit. However, the needle electrode has a 4 year expiration date. So the needle electrode used in this report was still within the expiration date.